Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of backup vvi mode was confirmed via stored electrograms. The cause of the field event was believed to be due to a lead anomaly. Bench and ate tests were performed and the device was found to be normal. (B)(4).

Event description:
It was reported that during the implant procedure, the device went into back-up vvi mode and did not charge during dfts. Device was not implanted.